Event description:
It was reported that there were concerns regarding the capture of this cardiac resynchronization therapy defibrillator (crt-d) on the right ventricular (rv) channel. Technical services (ts) could not confirm rv capture from the presenting strip. The most reliable test would be an in-person rv-only threshold test. The right ventricular automatic threshold (rvat) test has shown intermittent high thresholds and has not been reported recently due to mode switch and lack of data collection. The lead remains in service, and no adverse patient effects have been reported.